Manufacturer narrative:
(B)(4). The device powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Critical pump error (open book image) alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was 170 mg/dl. Troubleshooting was done. The customer stated that he able to saw critical pump error image on screen. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.